Manufacturer narrative:
Zoom handle load cell weldment.

Event description:
It was reported by service report that the foot end hydraulic jack was drifting down slowly, covers were broken, exposing sharp edges and zoom handle weldment was broken. No pt involvement or adverse consequences are reported.